Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37603, serial# (B)(4), implanted: (B)(6) 2018, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient had their ins¿ replaced on monday due to normal battery depletion. The caller stated the patient began having balance issues on wednesday. They also stated that the patient had a fall on thursday and broke their hip, so they had a hip replacement and were still in the hospital. The caller inquired about having a local rep come out to adjust programming. The caller said the rep they typically work with was on vacation. An hcp from the hospital later called in and said the patient had their sc¿s replaced recently and neither were programmed. They stated the exact timing wasn¿t known but the patient still had skin adhesive on both sides of their upper chest. The hcp reported the patient¿s wife said ¿things had been out of whack.¿ when asked what that meant the caller said the patient had a return of tremors bilaterally with tremor being worse on the right side than the left. The caller was told that the tremors were worse than before. The caller did say that the patient was not having respiratory or swallowing issues. The patient was currently in the hospital. There were no further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37612 lot# serial# unknown implanted: (B)(4) 2018 explanted: product type implantable neurostimulator correction to show new ins serial number .if information is provided in the future, a supplemental report will be issued.